Manufacturer narrative:
An occurrence of left bundle branch block during the navitor procedure and a perivalvular leak (pvl) following valve deployment were reported. Additionally, a patient death was reported, which was determined to be unrelated to the procedure. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from field indicated that the valve was recaptured 3 times before being implanted. Please note that per the instructions for use, artmt600267458-b, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that the procedural difficulties may have contributed to heart block and perivalvular leak. However, this cannot be confirmed. The reported unexpected medical intervention is a result of case-specific circumstance as post implant dilatation was performed, and a pacemaker was implanted due to the lbbb. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Pre-procedure, the patient presented in severe hemodynamic condition however, was stable with no major complications. There was difficulty obtaining vascular access but was eventually successful. After puncture of the left femoral artery, the patient developed a superficial hematoma. Pre-dilatation was performed with a 20mm cristal balloon. Due to poor initial positioning, the valve was recaptured three times before being implanted. During this the patient developed left bundle branch block (lbbb). The valve was implanted under pacing at a depth of 3-4mm. After deployment, perivalvular leak (pvl) was present. Post implant dilatation was performed with a 23mm cristal balloon. The patient left the operating room with a pacemaker due to the lbbb. Patient was transferred to intensive care unit (ICU) per hospital protocol. 24 hours post procedure, the patient died from peripheral hemorrhage due to peripheral access. In the physician's opinion, the death was unrelated to the navitor system and was attributed to the patients pre-existing severe hemodynamic condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Pre-procedure, the patient presented in severe hemodynamic condition however, was stable with no major complications. There was difficulty obtaining vascular access but was eventually successful. After puncture of the left femoral artery, the patient developed a superficial hematoma. Pre-dilatation was performed with a 20mm cristal balloon. Due to poor initial positioning, the valve was recaptured three times before being implanted. During this the patient developed left bundle branch block (lbbb). The valve was implanted under pacing at a depth of 3-4mm. After deployment, perivalvular leak (pvl) was present. Post implant dilatation was performed with a 23mm cristal balloon. The patient left the operating room with a pacemaker due to the lbbb. Patient was transferred to intensive care unit (ICU) per hospital protocol. 24 hours post procedure, the patient died from peripheral hemorrhage due to peripheral access. In the physician's opinion, the death was unrelated to the navitor system and was attributed to the patients pre-existing severe hemodynamic condition.